Event description:
It was reported that the patient was receiving a "shocking" sensation when going from a standing to lying down position. The patient stated the "shocking" sensation was at the lead site. There was no patient injury. Additional information received on (B)(6) 2012 reported that at the appointment on (B)(6) 2012 it was found that the device was in "off" mode and the patient did not know how long it had been "off." The impedances were all within range. The "shocking" sensation was stated as under the patient's left shoulder blade, which was "nowhere near" the lead site, and as "far as detectible" she had not been receiving any stimulation therapy for "quite some time.' The same contact setting the patient came in with on her lead was initiated and the stimulation in her right leg, just as she had remembered it being last time she had it "on," was duplicated. The patient did not complaint of any "shocking" with the therapy "on" during the appointment.

Event description:
Additional information received reported the patient felt "a wire in their shoulder." It was stated that it did not feel like it was coming out of their skin however, the patient was going to see their healthcare provider the following day after the date of this report to address the issue. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).